Event description:
The report received from the patient/initial reporter through the medical affairs department indicated that the patient called for medical information and reported some adverse events (aes). The information obtained indicated that the patient had a "blockage reported in the femoral aorta" that was treated by implantation of a smart control 12 x 40 stent during the index procedure. Approximately one year later, the patient experienced a "blockage in the femoral aorta". The patient was not sure if the blockage was within or near the previously implanted stent. Another smart control stent was implanted. The event was captured as restenosis. The event was reported to be resolved. Additional information was requested but was not available.

Manufacturer narrative:
The product is not available for evaluation and testing. A patient called for medical information and additionally reported adverse events. In the year after placement of a smart control "due to blockage in the aorta" the patient experienced "blockage in the femoral aorta" described as "not sure if it was a blockage within the first stent or close to it. The patient was hospitalized and treatment for the "blockage of the femoral aorta" included the placement of a second smart control stent" in the femoral aorta either within the first smart control stent or close to it". The event resolved. There is no further information available regarding the index procedure in which the first smart control was implanted or the follow-up intervention. The patient's medical history includes diabetes, hypothyroidism, high cholesterol, hysterectomy with abscess in old hysterectomy. The smart control remains implanted and the lot number is not known, therefore, a device history record review cannot be completed. Restenosis is a known potential adverse event associated with implanting peripheral artery stents. Patient medical history, vessel/lesion characteristics, and procedural factors may have influenced the event; however, there is not enough information to draw a conclusion regarding the relationship between the device and the event. Please note that this is the initial/final report for this product.